Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. The device was inserted into the patient through a 16fr gore® dryseal flex introducer sheath. A resistance was reported during insertion. The device was delivered to the desired position, below the left renal artery and the deployment knob was pulled, but the deployment was not initiated. A situation was observed that the entire device bent like bowing when the deployment knob was pulled. Angulation control was not used. The undeployed device was removed from the patient and another device was used to complete the procedure. No adverse event reported. According to the physician, lines of the mount portion of delivery catheter appeared to be tangled. Reportedly this condition had observed prior to the device insertion.

Manufacturer narrative:
H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: c21, pending results for the returned device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Imaging evaluation summary: summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two movies submitted for evaluation. Movie 1 is 21 seconds in length and shows an undeployed device ¿bowing¿ as it appears to be pulled downward. ¿ movie 2 is 29 seconds in length and shows manipulation of the device but no radiographic images are shown in this movie.

Manufacturer narrative:
The device evaluation performed by engineering showed the following: engineering was able to introduce the device through an engineering provided 16fr gore® dryseal flex sheath, both with the valve deflated and inflated. The device was able to be advanced with typically encountered resistance. Engineering was unable to initiate deployment of the device. The film wrap that typically makes up the outermost layer of the deployment fiber appeared to be bunched. The film bunching could contribute to prevention of the stitch being pulled through the stitch hole; however, it is unclear if the bunching contributed to the cause or was an outcome of forceful deployment attempts or manipulations during the investigation. Based on the findings from the evaluation, the device was able to be introduced with typically encountered resistance; therefore, engineering was unable to confirm the reported observation that ¿resistance was reported during insertion¿. Upon attempting to deploy the device, the state of the device was consistent with the reported observation ¿that the entire device bent like bowing when the deployment knob was pulled¿. The inability to continue deployment of the device was consistent with the reported observation that ¿the deployment knob was pulled, but the deployment was not initiated¿ and is potentially attributed to a bunching of the deployment line film wrap material. No manufacturing deficiency was identified. H6: removed investigation conclusion code d16 and added code d15.